Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(4); batch: 358880. Product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: 7072331.

Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system experienced inadequate pain relief and loss of stimulation in one of their pain areas. The patient had fallen multiple times however the falls were not device-related. The physician assessed that high impedance was displayed on the lead and lead migration was confirmed. A reprogramming was attempted however only one of the patients two pain areas gained good coverage. Therefore, the patient underwent an explant procedure where the scs system was removed. The explanted devices were discarded by the medical facility and will not be returned. The patient was doing well post-operatively.